Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon was not duplicated, and also found that there was no abnormality on the exterior, and the subject device functioned without problem. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result, omsc surmised that the reported phenomenon was attributed to the scope communication failure, which might be caused by temporal contact failure on the electrical contacts of the videoscope used in combination with the subject device, such as the adhering of chemical residue, water stains, sebum stains, dust, gauze fluff, and so on. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during a therapeutic gynecological procedure using the subject device to which the video telescope wa50052a was connected, after startup without any problems, it was found that an error message "system connection error" was displayed on the monitor while checking the trocar puncture, and that the image of the subject device disappeared. Then, when the user cycled the power of the subject device, the reported issue was resolved, so the procedure was continued and completed. After the procedure, the user checked the electrical contacts of the video connecter socket and found that there no particular stain and the reported event was not duplicated. There was no report of patient injury associated with this event.